Event description:
A tech reported an intraocular lens (iol) was explanted due to the pt had blurry vision. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the lens was returned. One haptic is broken and the optic is cracked. Solution is dried on the lens. Results form the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The focal length and resolution were within specs. Damage was observed, which due to the condition of the returned sample is most likely related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2013 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).